Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device was not returned. The reported patient effects of stenosis and pain are is a known potential patient effects as listed in the supera instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effects were caused by, or related to the design, manufacture or labeling of the device. A review of the lot history record revealed no nonconforming material records.

Event description:
It was reported that the initial procedure on (B)(6) 2014 was to treat a lesion located in the mild to moderately calcified left superficial femoral artery. After predilatation with a 6.0 diameter balloon the 5.5 x 100 supera stent was deployed for treatment. There was no reported difficulty during stent deployment during the initial stenting procedure and the stent was confirmed to be fully apposed to the vessel wall on angiography after deployment. On (B)(6) 2015, the patient was experiencing claudication [lpain] and in-stent restenosis was observed on angiography for which percutaneous coronary intervention was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.